Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the t12 lead that had high impedance was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op and patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18307, related manufacturer reference number: 1627487-2021-18308, related manufacturer reference number: 1627487-2021-18310. It was reported that the patient¿s stimulation strength was decreasing on its own. Impedance check revealed high impedance on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has high impedance and was autoreducing. Hence, all leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.